Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high threshold. Dislodgement was suspected. The device was reprogrammed. No patient symptoms were reported and the patient would continue to be monitored.